Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had an appointment scheduled to charge with the hcp and a manufacturing representative, but they did not show up. The issue has not yet been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor. It was reported that the patient was in over-discharge and had not been able to charge for the last 6 months. The patient was going to meet with a manufacturing representative to bring the ins out of over-discharge. No patient symptoms or further complications were reported as a result of this event.